Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she inserted the battery into the insulin pump, it just said medtronic and none of the buttons worked. The customer's blood glucose level was 158 mg/dl. The customer reported that they did not have a battery in the insulin pump right now at the time of the call and did not have any batteries with her. The customer also reported that the buttons on the insulin pump were not responding and the display may had been frozen. The customer stated that she was unable to troubleshoot at the moment but she would call back once she reached home. The insulin pump will not be returned for analysis.